Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: the valve was not positioned between alignment markers prior to deployment. There was calcification observed at the native aortic valve and left ventricular outflow tract, and tortuosity was observed at the ascending aorta. The reported event for valve not between alignment markers and deployed was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Fluoro imagery shows that the thv was not fully aligned between the inflation balloon markers before deployment. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 20 mm sapien 3 ultra transcatheter heart valve, difficulties arose during valve deployment, resulting in a high aortic implantation, and a significant degree of paravalvular leakage. The root cause was identified as an atypical inflation of the proximal portion of the balloon with the valve appearing to be snared at the distal end. Given the patient's small anatomical dimensions and the need to address the leakage, the operator elected to implant a second valve (20mm sapien 3 ultra resilia valve) which was successfully deployed and the patient was stable post-procedure. As per imagery provided, the second valve is not between the alignment markers, but the inflation is uneventful. The result shows a trace amount of regurgitation (unknown origin) from fluoroscopy assessment.